Event description:
It was reported that the cartridge was leaking from unknown location. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided. There was no adverse impact to the customer's blood glucose level.